Manufacturer narrative:
The device has not been returned to the manufacturer. The investigation of this event is ongoing.

Event description:
The user facility in the united kingdom reported that during preparation for the procedure, there was continuous running of excess quantity of irrigation fluid. This also occurred during the procedure. The patient had iris trauma and a posterior capsular tear and was sent to another health center for cataract insertion. The eye is still under review but is starting to heal.

Manufacturer narrative:
Visual inspection found the tubing wrapped around the collection cassette. The assembly is dirty with fluid in the lines and collection cassette. Further inspection found the IV spike and drip chamber along with a small section of the irrigation and aspiration tubing have been cut off and were not returned. In addition, there is an unknown section of tubing with an unknown connector inserted into the female connector of the clear aspiration tubing. A partial functional test was performed by using a syringe and a beaker of water to check for leaks. The complaint evaluation technician pushed water through the tubing and found no fluid leaking. The unknown section of tubing was also tested and found no leaks. This assembly cannot function properly in this condition. No further testing could be performed. There is insufficient detail to determine the root cause of this complaint. This type of complaint could be caused by a surgical equipment issue or could be related to the clinic's setup/parameters. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.